Manufacturer narrative:
Arjo was notified about an event involving arjo maxi move passive floor lift and passive clip sling. The customer stated that during transfer from a wheelchair to a bed left leg clip detached. The event happened when the resident was raised over the bed and started to moving his legs while in the sling. The staff member on the left side was trying to support the resident to prevent the fall. In a result the patient fell on the floor. The patient was taken to the hospital for the examination. It was confirmed that no injury was sustained. The lift and sling was removed from use by the customer after the event. Arjo service technician visited the customer facility after the event to perform a device and sling inspection. No malfunction was found. During interview, the customer stated that the patient might have hit the clip while moving his leg and led to clip detachment. Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. Following all details reported, it seems likely that due to patient¿s sudden movement, the clip might have been accidentally pushed by the patient. The passive sling clip instruction for use warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process. According to the procedures provided in the instruction for use (04.sc.00): ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the patient.¿ to sum up, arjo floor lift and clip sling were used as a system for a patient transfer when the resident fell out of the device. The clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.

Event description:
Arjo was notified about an event involving arjo maxi move passive floor lift and passive clip sling. The customer stated that during transfer from a wheelchair to a bed left leg clip detached. The event happened when the resident was raised over the bed and started to moving his legs while in the sling. The staff member on the left side was trying to support the resident to prevent the fall. In a result the patient fell on the floor. The patient was taken to the hospital for the examination. It was confirmed that no injury was sustained. The lift and sling were removed from use by the customer after the event. Arjo service technician visited the customer facility after the event to perform a device and sling inspection. No malfunction was found. During interview, the customer stated that the patient might have hit the clip while moving his leg and led to clip detachment.